Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing due to improper air removal technique performed. Customer¿s blood glucose level was not impacted. Reportedly, customer loaded a new cartridge to resolve issue.